Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, three items were reported as broken and in need of service from the sterile processing department (spd) team. There was no patient that was effected from this case. There was no post op malfunction and no adverse event. There was no patient outcome and no revision surgery was required. No clinical outcome was experienced. This report is for one (1) sd scrwdrvr shft/t4 50/self-retain/hxc this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition.manufacturing location: supplier- universal punch / monumentmanufacturing date: 23-sep-2020,part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc,lot number: 56p2119 (non-sterile),lot quantity: (B)(4).if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the affected devices were one screwdriver and one depth gauge.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier- universal punch / monument manufacturing date: 23 september 2020 part: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot: 56p2119 (non-sterile) four pieces were scrapped at vendor tin coat, for destructive testing. One piece was scrapped at incoming inspection ii, after being dropped. Production order traveler met all inspection acceptance criteria apart from the five pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch (vendor machine) was reviewed and determined to be conforming. Hardness hardness certified. Inspection certificate supplied to universal punch from zapp (for raw material) was reviewed and determined to be conforming. Certification of analysis supplied by ionbond (tin coat) was reviewed and determined to be conforming. Certificate of compliance supplied by general machine (colorize) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sd scrwdrvr shft/t4 50/self-retain/hxc was found tip stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance, it was determined that the reusable instrument device was found tip stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed found tip stripped of the sd scrwdrvr shft/t4 50/self-retain/hxc would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.